Manufacturer narrative:
This report is submitted on june 24, 2022.

Event description:
Per the audiologist, it was reported that based on troubleshooting performed (date not reported), it was determined that the results are consistent with a device malfunction. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on september 05, 2022.